Manufacturer narrative:
During troubleshoot, the olympus technical support engineer recommended replacing the lamp/bulb and provided the part number for purchasing. The customer will send in the concerned device if the bulb/lamp does not correct the issue. The investigation is ongoing. If additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus was informed by the nurse at the user facility that the customer visera elite xenon light source is getting an ¿e103 error message¿. The customer problem was found during an unspecified event. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 5 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.